Event description:
Patient presented to emergency room with complaints of right breast pain and deformity of right breast x3 days. Patient had bilateral exchange of implants, bilateral mastopexy with alloderm placement bilaterally.